Event description:
Employee of clinic was placing avf needle after pt use into the sharp container when needle flipped back out of opening and nicked back side of employee left hand.

Manufacturer narrative:
There did not appear to be a problem with the avf needle involved in the incident thus it was discarded by the user facility, and could not be directly evaluated. The MFR has reviewed the device history record for this lot and no abnormalities were found. Nipro product specialist interviewed the nurse mgr at the reporting facility who stated that she believed the incident was due to use error and not a product problem.